Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient reported losing consciousness without experiencing any prior symptoms with a cgm value of 80 mg/dl. The patient was transported to the hospital via ems, where a bg reading of 19 mg/dl was taken. Paramedics treated the patient with IV dextrose and glucagon. While at the hospital the patient was unconscious for two hours. The patient was discharged from the hospital after three hours and reported feeling fine with a bg reading of 116 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.